Manufacturer narrative:
Medical device lot #: the customer provided lot # 20119638. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore was unable to flush. The following information was provided by the initial reporter: it was reported that it was not able to flush or draw fluids without using more pressure than normal.